Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when he was removing his sensor the needle cannula broke and it still into his body. Customer stated that it was hard to remove it and that was when the fracture occurred. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Inspected 2 opened and used enlite sensors and found 1 of 2 sensor with canula retracted inside sensor base. Unable to confirm if customer received sensor in this condition due to customer having returned them opened and used. Remaining sensor passed per specification. No bent canula were observed.